Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) procedure was being performed. A watchman truseal access system (was) was positioned. The physician exchanged the 7f pigtail for a 5f pigtail and contrast assessment was performed which revealed a pe surrounding the laa. A pericardiocentesis was performed and the watchman procedure was aborted. The patient is fully recovered.